Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the reagent (r2) mixer. Siemens concluded that the cause of the issue was the r2 mixer malfunction, which is a wear part and is shown in the service methods for the r2 mix. This issue is a repair and not a potential product issue. The system was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely depressed troponin patient results were obtained on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The same samples were repeated on the same instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed troponin patient results.